Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010. (B)(4). This device was included in the field action, but returned product testing found the device did not perform as described in the field action.